Manufacturer narrative:
The reason for this complaint was reported as stem pierced through protective package. The healthcare professional indicated that this event occurred during surgery, near the patient. A significant adverse event was reported by the surgeon. The surgery was completed as intended, with a ten-minute delay. The device was inspected prior to use and was deemed unacceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the device history record (DHR) for both items revealed the devices, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of either device. Complaint database review shows no prior complaints filed against the instruments item number that reports a similar failure. The root cause of this complaint is likely due to the package being misused or handled in a rough manner resulting in the stems piercing through the package. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the reported devices were returned to djo surgical for evaluation. There is a small puncture hole present on the external packaging as well as the internal packaging. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Complaint - stems pierce through protective package.